Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the ins parameters were: p1 +--+ 7ma 450us 50hz, p2 ++- 7ma 450us 50hz. The estimated recharge interval of the ins was ~7 days assuming 700ohms therapy impedances and 5v amplitude. The patient was not happy with the recharge interval of the ins and was having it explanted and replaced with a different ins, on the day of the report. The rep indicated that they would be sending the ins back for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the charging too often was not determined. The patient was reprogrammed to increase the amount of time in between recharge sessions along with increasing coverage area. After running an energy assessment, it showed an estimated time of 3.5 days between empty and full battery. No additional information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
This event includes an adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was returned for analysis. No new information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the patient having to charge, so frequently was not determined. They stated that the patient was reprogrammed to help the battery life. The healthcare provider noted that the frequent recharging issue has not been resolved at this time. They also mentioned that the patient¿s new system was causing sufficient therapeutic effect, and the patient is currently receiving effective therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The patient reported that they were recharging too often. It was noted that the patient was not happy with the recharging interval, as they need to charge approximately every day to every day and a half. The patient stated that they charge for 2-3 hours at a time. They indicated that the recharge quality will go from excellent to not charging at all, and they will have wasted time because the implantable neurostimulator (ins) wasn¿t charging for that period of time. The rep mentioned that prior to the patient¿s battery replacement, they were charging approximately every 3 days. Technical services suggested lowering the setting, using cycling, and checking the energy meter. They also reviewed that charging for 2-3 hours does not sound out of the ordinary, and that the patient should turn the audio on so that they will hear a beep when the recharge quality changes, so that they can reposition the recharger. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID# 97715, sn: (B)(4); the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Additional review indicated conclusion code, results code, and method code are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with the implantable neurostimulator on (B)(6) 2018. It was reported the patient is not happy with his implantable neurostimulator device because it doesn¿t work as well, and he has to charge every day. The patient¿s previous device worked fine, but this one does not. He is not satisfied with therapeutic effect. He stated that his program settings have not given him the same relief (he only feels it on the tops of his feet and not the bottom like before). The manufacturer representative has been unable to program his device in order to achieve pain relief. The patient was not sure if it is the manufacturer representative¿s fault, a lack of knowledge, or if it is just the device. The patient met with the manufacturer representative and she made some adjustments trying to save power, but those settings made the pain worse. After implant, the manufacturer representative had told the patient that he would have to charge daily. The patient indicated that the manufacturer representative knew his settings before surgery and knew how long the battery would last, but she never informed him of the recharging expectation prior to implant. The patient was inquiring about a replacement device that would be the same as his previous implant. The patient was redirected to his health care provider to discuss replacement options and to schedule another reprogramming session as the patient has only been reprogrammed one time since implant. There were no further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they put the "wrong" stimulator in the patient in (B)(6) 2018 and it was replaced 2 months later.